Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, an enlarged atrium, a thin retracted posterior leaflet. An xtw clip (50129a1022) was inserted and placed on the mitral valve. While optimizing the anterior leaflet grasp, the posterior leaflet detached. Tissue damage was observed. This clip was implanted. In an attempt to try to reduce mr, an additional xtw clip (50129a1023) was implanted. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult to capture the leaflets appears to be related to patient morphology/pathology (retracted and thin leaflet). The reported patient effect of tissue injury appears to be due to multiple capturing attempts in conjunction with patient morphology/pathology. The unchanged mr appears to be due to the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted in an attempt to reduce mr. There is no indication of a product issue with respect to manufacture, design or labeling.